Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced the collar wash valve to resolve the issue. The fse verified instrument operation. (B)(4).

Event description:
The customer reported a fluid leak from reagent probe a of a unicel dxc 800 pro synchron system. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.